Event description:
It was reported that the patient's lead had a lead integrity alert (lia) three years ago and then again recently due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. Additionally, there was a suspected connection issue with the device. The lead and device remain in use. No patient complications have been reported as a result of this event.